Event description:
It was reported that the patient¿s battery was not working. The patient was seen by a manufacturer representative on (B)(6) 2015. At that time the patient had a power on reset (por) condition with their device. The error code accompanying the por code was unknown. The patient noted that they had been unable to charge for 1 week. The patient was going to charge at home and then meet with a manufacturer representative on (B)(6) to clear the por. The patient also experienced a loss of stimulation. The patient status at the time of the report was listed as ¿alive ¿ no injury.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v872546, implanted: (B)(6) 2012,product type: lead. Product ID: 3888-45, lot# v882271, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).